Event description:
(B)(4) representative reported a lap-band system port was removed and replaced due to a "split" in the port. Device will not be returned.

Manufacturer narrative:
UDI#: ((B)(4). Taper ii. The reporter of the complaint was asked to return the product for analysis. The reporter has declined to return the device. Based on the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done.